Event description:
User reported that since using the cups from (B)(6) 2019 and onwards that she has noticed having issues with constant uti's after every period that she used them. She has had to visit her physician for antibiotics. She has also had issues with the cup insertion and not opening completely once inserted, as well as having a lot of pressure on her bladder, making it feel like she can't empty her bladder completely when the cup is inserted.